Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while loading exams for a cranial biopsy, the magnetic resonance imaging (mr) exam that was loaded was missing slices at the area of interest. During electronic picture archiving and communication systems (pacs) viewer, the exams appeared to be fine. When imported again, the issue recurred. An older mr imported onto the navigation system and was used for the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Software analysis was completed through reproducibility. As no logs were available for review, it was not possible to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.